Event description:
Three days after hip arthroplasty, x-rays revealed a femoral bone fracture. A reoperation removed the stem and replaced it with another manufacturer's stem which was reinforced with cabling.